Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received preventative maintenance testing. This testing included a visual assessment as well as functional testing. The device failed testing due to a system error 322. Service evaluation at baxter medina verified the system error 322 through a review of the event history log. The cause was identified to be related to the device software version. The software was updated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a returned spectrum pump at baxter puerto rico, the device displayed a system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.